Event description:
It was reported that the handpiece was running without the trigger being depressed. There was no patient involvement and no report of adverse consequence associated with the event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the alleged event. The handpiece has since been repaired and returned to the customer.